Event description:
It was reported that a endoscopic multifeed stapler was used during a hernia repair procedure. It was reported by the affiliate that the staple magazine did not move forward, thus no staples came out. Finally the pressure at the handle was raised and as a consequence, the whole magazine came out at the top.

Manufacturer narrative:
Tracking # 57935/j. Endopath endoscopic multifeed stapler: the analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled and found to have a yielded crimp. The appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.